Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate thumb advancer deployment and sheath splitting. Flex-guide carving would create resistance during thumb advancer deployment. Because the thumb advancer was advanced against resistance, the garage leaves of the delivery tubeset became disrupted and punctured into the sheath, resulting in bent garage leaves and torn sheath. Bent garage leaves could appear very similar to the reported metal strut. Although, the thumb advancer was advanced against resistance, the thumb advancer stroke was not complete (approximately .5 inches short of the completion window) due to the resistance caused by the flex-guide carving combined with the disrupted garage leaves puncturing into the sheath. Because the thumb advancer was not aligned with the completion window, the clip was not released from the delivery tubeset and the locator wings were not collapsed although the deployment button was depressed. A failure of the locator wings to collapse into the tubeset would result in difficult device removal as reported. However, it was detected that the safety release mechanism was not utilized to facilitate the device removal as instructed in the instructions for use (IFU), under the closure procedure section. The IFU, under the closure procedure section, states: do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Contributing factors for flex-guide carving at the proximal end included, but not limited to manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The flex-guide is inspected for proper assembly during manufacturing. The garage tube leaves were inspected during manufacturing. Based on the manufacturing inspection criteria and device analysis, the probable cause for the flex-guide carving at the proximal end is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. No manufacturing or quality deficiency was detected. A review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for the reported lot revealed no other related incidents and there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, after clip deployment the device was difficult to remove. The device was removed reportedly using "massive force". Manual arterial compression and a compression bandage were applied to achieve hemostasis. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.